Event description:
Revision surgery- the pt has arthritis. The surgeon revised from a bipolar hip to a total hip.

Manufacturer narrative:
The reason for this revision surgery was due to arthritis with an undetermined duration in-vivo. The outcomes attributed to this event are non-serious. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and product complaint report history could not be performed without information regarding the part and lot numbers. The root cause for the arthritis was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.